Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer went swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged insulin pump received critical pump error (open book image) alarm after going swimming. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, missing display window cover, stained keypad overlay, and cracked case on the battery tube side. Device received with critical pump error (open book image) alarm after battery installation. Device received with corroded electronic assemblies and corroded motor home switch. Device was able to download firmware using crest software successfully however, unable to download of insulin pump's trace and history files using thus software as a result of frozen dark blue screen occurrence caused by moisture damage on the electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. Bootloader traces were downloaded successfully using thus software. In summary, customer allegation for pump receiving critical pump error (open book image) alarm was confirmed after unit received with critical pump error (open book image) alarm after battery installation due to moisture damage to force sensor. In addition, bootloader traces confirmed critical pump error(open book image) alarm occurrence. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.